Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was pushed against a bed and as a result the touch screen broke and became unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.